Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is unable to complete pump rewind. Customer stated that the self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with broken belt clip rails, serial number label missing, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.